Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding this report, but with no result. The referenced device was not returned to olympus for evaluation because the device had been used continuously at the user facility. Olympus checked the manufacture history of the subject device, there was no irregularity found. The cause of the reported phenomenon could not be conclusively determined, however common complication of the abdominal insufflation cannot be ruled out as a contributory factor. The uhi-3 instruction manual states the notice for the subcutaneous emphysema. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a laparoscopic gynecological surgery subcutaneous emphysema occurred on the pt.